Event description:
It was reported that the bur broke off in the attachment during drilling. The surgeon removed fragments that fell into the surgical site. They changed out the device to complete the procedure. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was found within the drill attachment. The cause of the bur breakage is unknown. The device could not be repaired and therefore, was not returned to the user facility.